Event description:
A customer reported experiencing a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Following the report, tandem technical support confirmed the alarm and recommended replacing the pump due to recurring occlusion issues. The issues primarily occurred during bolus delivery, and troubleshooting was attempted without success. While waiting for the replacement pump, the customer was advised to continue using the current pump and was provided with instructions on using room temperature insulin and proper cartridge handling. Additionally, arrangements were made for the replacement pump's delivery, including confirming the shipping address and requiring a signature upon receipt.